Event description:
There was an allegation of questionable low ise indirect gen.2 sodium results from the cobas integra 400 plus analyzer. Patient 1 initial result was 128 mmol/l and the repeat results were 130 mmol/l and 140 mmol/l. Patient 2 initial result was 117 mmol/l and the repeat results were 116 mmol/l and 125 mmol/l. Patient 3 initial result was 124 mmol/l and the repeat result was 135 mmol/l. The questionable results were reported outside of the laboratory and were later corrected. The electrode lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The qc results prior to and after the event were acceptable. The customer cleaned the sample probe, replaced the mixing tower, and cleaned the "y" piece below the mixing tower. The field service engineer ran an ise check test with no abnormalities. He replaced the ise hose set and the hose between the waste pump and the waste valve. He adjusted the pressure in the mixing tower, replaced a probe, spindle, and filter, and cleaned the internal water reservoir. The ise calibration and qc measurements were then successfully performed. The investigation determined the service actions resolved the issue.